Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was suspected of exhibiting respiratory rate (rrt) noise and a spring contact issue. Technical services (ts) was consulted and confirmed the mv noise, mv was not sensed by the crt-d. In addition, ts found an atrial tachy response (atr) episode due to inappropriate r wave far field oversensing and evidence of jumpy right atrial impedances that reach high out of range measurements. Technical services (ts) reviewed possible issues and recommended ra lead integrity evaluation and reprogramming options. In a subsequent call, ts found a false signal artifact monitoring (sam) episode that was triggered by rrt noise with no oversensing, as well as several inappropriate art episodes. Another review of the impedances showed within range right ventricular (rv) lead impedances and high out of range right atrial (ra) lead impedances. Isometrics maneuver was performed and showed no noise and within range measurements, and an out of range increase in the impedances when pocket manipulation was performed. The representative decided to turn off rrt. In addition, while performing right atrial threshold testing, the lead showed no capture. Ts discussed that these evaluation results are very consistent with spring contact issues. This crt-d system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was suspected of exhibiting respiratory rate (rrt) noise and a spring contact issue. Technical services (ts) was consulted and confirmed the mv noise, mv was not sensed by the crt-d. In addition, ts found an atrial tachy response (atr) episode due to inappropriate r wave far field oversensing and evidence of jumpy right atrial impedances that reach high out of range measurements. Technical services (ts) reviewed possible issues and recommended ra lead integrity evaluation and reprogramming options. In a subsequent call, ts found a false signal artifact monitoring (sam) episode that was triggered by rrt noise with no oversensing, as well as several inappropriate art episodes. Another review of the impedances showed within range right ventricular (rv) lead impedances and high out of range right atrial (ra) lead impedances. Isometrics maneuver was performed and showed no noise and within range measurements, and an out of range increase in the impedances when pocket manipulation was performed. The representative decided to turn off rrt. In addition, while performing right atrial threshold testing, the lead showed no capture. Ts discussed that these evaluation results are very consistent with spring contact issues. This crt-d system remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. Corrected initial reporter information.